Manufacturer narrative:
This report was prepared by rep. This malfunction was reported to fisher & paykel health care by a distributor in another country. The product is not sold in the USA, but it is similar to a product which is sold in the USA. The device was not returned. An investigation was carried out based in the event description and results from previous investigations. Results: our records indicated that no other complaints of this nature have been received for this lot number. The bent pins could have occurred during the manufacturing process. Changes were made to the infant circuit line to prevent bent pins from passing through. The new automated procedure does not allow bent pins to pass the continuity test. This device was manufactured before the implementation of the corrective action. Conclusions: the device was out of specification. We are aware of other such complaints with an occurrence rate of 0.002% . We will continue to monitor all complaints for this type of fault.

Event description:
A hospital in another country, reported to our distributor that they found in the check before use it was impossible to connect the electrical adapter to the rt127 infant breathing circuit inspiratory tube. The hospital has discarded the breathing circuit.